Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced infusion set cannula was kinked, which led to high blood glucose level event on (B)(6) 2026. The site of insertion was abdomen. Due to the event, patient experienced elevated blood glucose level and was treated with correction injection via multiple daily injections (mdi). No further information available.